Event description:
It was reported that a preloaded monofocal intraocular lens (iol) haptic was missing after implanting into the patient's operative eye. The surgeon had to remove the lens implant another lens during the same procedure. There was no vitrectomy performed, and it was unknown if an incision enlargement or sutures required. The patient has fully recovered. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.